Event description:
It was reported to (B)(4) medical (B)(4) inc. By the dealer who supplied the lift to the home of the end user. Family members were trained by an occupational therapist in the proper manner of performing a lift. The pt [home user was being cared for in their home upon return from the hospital and this is where the lifter was being used. It was reported that there was an incident with the lifter on (B)(4) 2011 and the pt died on (B)(6)2011. The cause of the death is unk. It was reported that the pt had broken his pelvis as a result of a fall while using the lifter. The base of the mast had broken where it fit into the base per the report. Complaint number (B)(4) was entered into the system w/ra# (B)(4) issued to get lift in question back for in-house eval.